Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps taken to resolve the patient not being able to communicate with ins is to replace it. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller stated that the patient used the ins for about one year and then had not been using the device for the past year. The caller stated that the patient tried to connect to the ins a couple of weeks ago and was unable to communicate with the ins. The patient contacted patient services in which they discussed that the ins had reached eos. They wanted to get information about ins replacement. The caller further indicated that the patient was catheterizing and the caller stated that they did not know the reason that the patient elected to stop using the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. During call, it was reviewed information about battery longevity and surgical replacement procedure.